Manufacturer narrative:
Analysis was normal. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2024-71822.

Manufacturer narrative:
Correction: b1 - product problem (e.g., defects/malfunctions) should not have been selected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2024-70502; 2017865-2024-70504. It was reported that the patient was brought to the clinic for a complete system extraction. The patient's device was completely outside of the body. Yellow pus was noted. The system was extracted successfully. The patient tolerated the procedure. A temporary lead was implanted in the right ventricle. The patient was stable before, during and after the procedure.